Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm and motor error. The customer was assisted with troubleshooting. The customer was reported that the alarm was recurring during normal pump use. It was reported that they were able to clear the alarm and able to rewind the insulin pump. Displacement test and manual prime was successful. It was reported that the unexpected restart alarm was recurring during normal use. Drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test and a12 error test. No anomaly noted during testing. No motor error alarm during testing noted. The motor was tested outside the device and passed.